Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the stapler misfired 2 green straight reloads. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the stapler misfired 2 green straight reloads. The stapler when pushing the green button and starting to fire it cannot fire, the handle was unable to be squeezed and the reloads itself already shown some staples. They replaced both the stapler and reloads to resolve the issue. There was no patient injury.